Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and an unexpected refractive result. The iol was exchanged in a secondary procedure. Additional information has been requested.